Manufacturer narrative:
The pump alarmed for motor error alarm during basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The pump was unable to perform occlusion and the excessive no delivery test due to prime fill anomaly. The pump motor was tested outside the device and passed motor test. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and cracked pump belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error and had insulin squirting out. The customer's blood glucose level was 396mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.